Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly, short battery life, and the serial number was faded. They did not hear the beeps when the audio volume settings were saved. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was unknown. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current test, active current test and self test. Charge or battery lasts less than expected not confirmed. No audio anomalies or hardware low level failures error noted during testing. Audio levels changed when adjusted. No hardware low level failures error found in device history file. Audio or vibrate anomaly or absence of alarm not confirmed. (B)(4).